Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. (B)(4).

Event description:
According to the customer: oxygenator housing cracked. Additional information - the blood leak was at blood inlet connector of the oxygenator. The oxygenator was exchanged during patient treatment. No harm to the patient was reported. (B)(4).

Event description:
Internal reference: (B)(4).

Manufacturer narrative:
Maquet medical systems,USA(importer)submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary ag kehler strasse 31, 76437 rastatt, germany. A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002 importer- (B)(4). Maquet cardiopulmonary gmbh requested the product for investigation in the laboratory of the manufacturer. The product was investigated in the laboratory of the manufacturer. A blood-contaminated oxygenator was delivered without any pediatric filter. It was rinsed with water and purified with sodium hypochlorite. An optical inspection and a leak test according to lv 201 were performed. In the optical examination and the leak test according to lv 201 was on the adhesive connection from the blood inlet connector to the oxygenator a leak was detected. The inlet connector was not glued properly. Between the connector on the oxy (blood inlet cover) and the glued inlet connector is recognize a gap. The inlet connector is also not fixed. Thus the reported failure could be confirmed. The most probable root cause could be the incorrectly performed adhesive bond between inlet connector and oxy cover. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed.